Event description:
It was reported that the patients lead was replaced due to lead migration as confirmed via x-ray. It was also noted that the ipg was replaced due to an unknown reason. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7082939; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 377148.

Event description:
It was reported that the patients lead was replaced due to lead migration as confirmed via x-ray. It was also noted that the ipg was replaced due to an unknown reason. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the medical facility. Additional information was received that the reason for the ipg replacement was due to an upgrade. It was also noted that the patient experienced loss of coverage due to lead migration. The patient was doing well postoperatively.